Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.1 pocket c0 failed and was not detected on bus the customer attempted troubleshooting by rebooting the station and trying to recover the storage space; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another pyxis station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer (fse) reseated the row board cable connected to the drawer and tested the drawer using the hardware testing application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.